Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had motor error. The customer¿s blood glucose was 11.3 mmol/l at the time of incident. The customer stated that they were unable to clear the alarm and unable to rewind the insulin pump. The customer was assisted with troubleshooting. The customer was reported that the drive support cap was normal. The insulin pump will not be returned for analysis.